Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, observed defective lens. Additional information has been requested.

Event description:
Additional information has been received that the cartridge was cracked, and the lens would not advance during loading/priming of lens. There was no patient contact. In surgeon¿s opinion the event caused by cracked cartridge.

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction / incident). No further reports required. The manufacturer internal reference number is: (B)(4).